Manufacturer narrative:
As reported there is no connection that can be made at this time between the post operative complication being caused by the device. Several attempts have been made to obtain additional information. Returned to davol for evaluation was a portion of the graft that had been cut from the graft prior to implant. There were no visible anomalies observed on the returned section of the graft. A manufacturing review was performed and found no evidence of a manufacturing related cause for the patient's post operative complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
It was reported that a patient who was implanted was a xenmatrix graft developed post operative acidosis. The patient was reported to have expired. Information is limited at this time.